Manufacturer narrative:
The reported defective device is not available for return to the manufacturer for a device evaluation. An investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).

Event description:
During an angiographic procedure, it was noted the tip of the catheter had fractured off inside of the patient. The detached tip was retrieved, and the procedure was completed with a new of the same device. There was no adverse patient effect due to this event. The reported defective disposable device is not available for return to the manufacturer for evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the catheter tip fractured off cannot be confirmed as no sample was returned for evaluation. Without receiving product to evaluate, we are unable to definitively determine root cause for this event. Although the exact root cause of the event is unable to be determined, it does not appear to be the result of a manufacturing failure. A possible contributing factor could have been handling damage after the device left the manufacturing facility. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains the following statements: potential adverse effects: emboli, death. Warnings: never advance or retract an angiographic catheter or guidewire against resistance. This may result in damage to the vessel, the product, or both. Reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat. Do not leave curved tipped catheters straightened over guidewires for extended periods of time. This will result in failure of the catheter tip to re-form to its intended shape. Always use a guidewire to remove the catheter from the vasculature. Failure to do so may result in damage to the vessel, puncture site, product, or all three. When retracting catheters, great care must be taken to avoid exerting excessive pressure at the groin entry site. Excessive pressure may result in damage to the vessel, the catheter, or both. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint#: (B)(4).